Event description:
Related manufacturer reference number: 3006705815-2022-14679. It was reported the patient experienced ineffective stimulation due to auto reducing. Diagnostics indicated one lead had high impedances. Surgical intervention may take place at a later date. Note: it is unknown which lead is liable, was such both leads are being reported.

Event description:
Addition information received indicates the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.